Manufacturer narrative:
Device manufacturing date is unavailable. At the close of the procedure, the surgeon was unsure if the tip of the catheter remained in the patient's head, became stuck inside bone anchor, if the tip fell off upon exiting into bed or was in the patients hair. Return requested for suspect vclas .4mm core fiber 10mm tip. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed a thermal therapy system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the surgeon does not think there is any impact to the patient and does not feel it is necessary to look to determine if the tip is still inside patient's head. Surgeon stated there was no delay in the procedure. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the site was missing the distal tip of the cooling catheter. Upon the surgeon removing the catheter at the end of the procedure, he noted it tightened up toward the end of it exiting the patients skull. At this point, the surgeon removed the bone anchor and catheter at same time. When the catheter was fully removed it was seen that the very distal tip of the catheter (less than 2 millimeters) was not attached. The fiber was still fully intact. The surgeon was unsure if the tip of catheter remained in the patient's head, however, did not think there was any impact to the patient and did not feel it was necessary to attempt to retrieve the tip. The surgeon completed the procedure with the use of the laser induced thermal therapy system. There was no delay of therapy. There was no impact on patient outcome reported.

Manufacturer narrative:
Additional information: device manufacturing date updated to proper value.